Event description:
It was reported when using the bd pyxis medstation system that the drawer was unable to open. The customer stated that this malfunction casued a delay and the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed to open. The technical support specialist investigated and replaced the printed circuit borad to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.